Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, at stomach transection, firing cycle was completed but the staple line was incomplete centrally and distally. Poor staple formation was also observed. The tissue of the stomach where the staple line is was damaged. Staple line was oversewn and another handle was used with the same adapter to resolve the issue in order to complete the case.